Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their stimulator had gone rogue. Patient said they had been running at 3.3 intensity for the last 3-4 months (patient mentioned they started at 3.1 when implanted, but over time as they got older and their body was falling apart more, they had to increase stim). Patient then said on friday afternoon, they felt almost instantaneous severe pain from their waist down both legs and the pain just kept getting worse. Patient mentioned they thought they had done something that aggravated their back, but last night they went to bed and still had the pain. Patient realized they could control the intensity of the stimulation, so they grabbed their controller. Patient said the intensity was still on 3.3, but the actual feeling of stimulation was 3-4 times stronger than had been. Patient turned down to 3.2 and said stimulation feeling went back to normal/gentle, but within about 15 minutes, the stimulation feeling started going up again and patient started getting stim in both legs, and their trunk. Patient eventually just turned stim off and said the stimulation feeling went away, but they still had the pain. Patient confirmed the pain they were feeling was what the stimulation usually helps with. Patient denied any recent falls. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). The pt reported they have no idea if the broken wire was confirmed, they asked their healthcare provider (hcp) if they found a break and they said they had no way of telling because of the insulation. Pt reported the new wires and unit are working fine, indicating the issue is resolved. Device disposition was reported as unknown.

Manufacturer narrative:
Continuation of d10: product ID 39565-30 lot#/serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2024 . Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 39565-30, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6)2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt reported their weight. The cause of the stimulation being strong is not yet determined, it is believed to be due to a broken wire. The pt experienced this for a second time, severe left shoulder arm pain. Pt went to the clinic for an EKG. They turned the stimulator off and pain decreased/stopped. A rep checked and reprogrammed the stimulator, but this did not resolve the issue. System replacement is scheduled for (B)(6) 2024.